Event description:
The technician alleged that the brake assembly was bent and could not be adjusted properly and still moving when the brake is set. No pt impact.

Manufacturer narrative:
The technician found the left foot brake caster was not locking due to the brake caster being bent. The brake caster will not hold in the locked position. The tech replaced the foot left brake caster to resolve the issue.